Event description:
It was reported that a patient had a helical blade placed in treatment of a hip and shattered femur. Since treatment from orthopedist and rheumatologist, patient experiences signs and symptoms of constant ache and pain. It was also reported that the patient is concerned that he may possibly be having a titanium reaction. Doctor's recommendation is a full hip replacement if constant ache continues. To date, no explant is scheduled. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Expiration date: 02/2017. Device has not been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 5737691 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (5423955) met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.